Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon the physician injecting unspecified medication using the single-use injector, the needle showed resistance. The issue occurred during a therapeutic procedure intended for the injection of botox and steroids into the vocal cords. It was noted that the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: d4 (lot), d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause of the reported event could not be determined. However, it is likely the reported issue occurred due to compressive buckling on the needle tube. The compressive buckling on the needle tube can be caused when the needle was extended because of the great friction between the outer tube and the needle. It was likely that the friction between the outer tube and the needle increased due to the following factors: the needle extended/retracted while the tube was coiled in inspection of operation. The slider was abruptly pushed. Angle of the distal end of the endoscope. The instruction manual contains the following descriptions, and it warns against this event. "Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ·operate the slider slowly, otherwise the tube could buckle. ·do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid.". Olympus will continue to monitor field performance for this device.